Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 34 mg/dl. Customer treated their low blood glucose with glucose tablets and hard candy. Customer advised the insulin pump changed the basal rates on their own and they felt uncomfortable with the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.